Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, immediate implantation, pain, mobility (2023_0783 and 2023_0784 are same patient).